Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (high). Customer changed out cartridge and infusion sets to resume insulin successfully.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.